Event description:
Document received alleged an adverse event while the device was in use. This is a combination product that is being reported for the drug portion of the product. On or around (B)(6) 2009, the pt was admitted to the hosp for an unspecified diagnosis. It was reported that the pt "was administered several doses of heparin including but not limited to, 5000 units IV on (B)(6), 2009; two heparin injections of 5000 units on (B)(6), 2009; heparin infusion of 6500 units IV push at 1000 units/hr on (B)(6), 2009; heparin 5000 units/500ml IV on (B)(6), 2009; heparin 6000 units IV on (B)(6), 2009; and heparin infusion at 25,000 units in normal saline (250ml) on (B)(6), 2009 continuing into (B)(6), 2009." On or around (B)(6) 2009, the pt "was diagnosed with heparin induced thrombocytopenia (hit)." Allegedly the pt "underwent a right above-the-knee amputation of his leg." No additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The device was not identified by lot number; therefore, no further investigation could be conducted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.